Event description:
Hcp reported catheter was implanted using the perimedial approach. Csf was returned but the catheter was unable to be advanced. The hcp took out the catheter and the tip was gone. A distal revision kit was used to finish the procedure and the implant was completed without incident. There have been no neurological changes noted or problems since the implant. The patient was on oral baclofen prior to the procedure.